Manufacturer narrative:
The soft cannula of the returned device was found to have a small hole near the middle of the soft cannula where some insulin leaks out. The leakage through the damaged cannula shaft confirms that the programmed insulin did not deliver a sufficient amount of insulin within the proper timeframe, which then contributed to the reported high bg event, the wet patch, and the insulin leaking from the insertion site. Mylife omnipod insulin management system user guide, model: ent450, (B)(4), using the pod 5 / page 53, checking your blood glucose 7 / page 96. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported blood glucose reached 27 mmol/l (486.49 mg/dl). She reported insulin leaking from insertion site and patch was wet.